Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempted implant procedure, high voltage lead impedance was high in the pocket. Reconnecting the lead did not solve the problem. The lead was replaced. Patient was stable.